Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient's bladder diary noted numerous urge urinary incontinence episodes. The patient also indicated she was not feeling stimulation. Device interrogation was abnormal and they found high impedances. The event was related to programming. The outcome was resolved without sequelae. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine actions taken to resolve the event and the cause of the high impedance. If additional information is received, a follow-up report will be sent. Additional information received from the hcp for a clinical study, via a manufacturer representative, reported the event was related to the lead and not programming. Actions included decreasing pulse width on (B)(6) 2016. The patient reportedly was either not feeling stimulation or felt too much stimulation in some areas. Output parameters were changed and patient verified the changes. It was noted that the high outputs caused toe tingling and isolated toe sensation. Outcome remained unknown. If additional information is received, a follow-up report will be sent. See related manufacturing report #3004209178-2016-01708.